Event description:
The customer reported that the device failed to discharge energy during a synchronous cardioversion procedure. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to discharge energy during a synchronous cardioversion procedure. There was no report of negative pt impact. Philips evaluated the device and reproduced the reported symptom. The power pca was replaced to resolve the issue.